Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned at a surgical procedure due to noise and oversensing. The pacemaker was explanted due to normal battery depletion at the same surgical intervention. There was pacing inhibition and asystole of less than two seconds. No additional adverse patient effects were reported.